Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The data logs confirmed the failure mode and clinical narrative. Based on clinical description and data review, the root cause of low flow was most likely biomaterial ingestion. G1 reporting contact email revised on manufacturer device report 1220648-2024-23810 in accordance with updated procedures.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 65-year-old male patient with right heart failure and other systemic comorbidities was implanted with an impella rp flex device for mechanical circulatory support. While on support, there was a sudden drop in pump flow from 10.9 to 3.5. Volume was given. The pump was removed due to low pump flow.